Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray had failed to open. A field service engineer opened the back of the pases and unlocked the mini drawers in rows 2 and 3. Returning to the front of the pyxis, popped open the pockets on both sides of location 1.10 and then opened 1.10 itself. After completing the necessary checks, locked the mini drawer and closed each one securely. Escort recovered failed drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the mini tray failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. The station was configured with two drawers containing the same medication. Upon the failure of the initial drawer, the system successfully bypassed to the secondary drawer to allow continuation of the medication dispensing process. There were no delay or adverse events or injuries reported based on this event.